Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during preparation, while inserting the pathfinder guidewire into the cannula, the nurse encountered resistance. Attempts were made to insert the guidewire further into the cannula but was unsuccessful. The guidewire was removed from the cannula and the hydrophilic tip of the pathfinder guidewire detached outside the patient, exposing the tip of the metal corewire. The procedure was completed with a new pathfinder guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) distal tip detached exposing the metal corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.